Event description:
It was reported that the patient was hospitalised in (B)(6) 2026 (exact date not provided) with diabetic ketoacidosis. The patient¿s blood glucose levels rose to 26 mmol/l (468 mg/dl) while wearing the pod between 5 and 24 hours. The patient reported that the cannula initially inserted correctly however become dislodged from the infusion site (abdomen) during wear. The patient also reported that when the pod was removed at the hospital, the hospital staff informed them that the cannula was bent. Reported symptoms include nausea and vomiting. The patient was treated with an intravenous insulin drip and sodium. The patient was discharged 24 hours later. This incident occurred 9 days after a previous similar hospitalisation, see related case: (B)(6).

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.